Manufacturer narrative:
B2 updated to death. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-17415. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant reported that a patient was on impella rp flex support. While on support, there was evidence of clot ingestion following cessation of systemic heparin for 4+ hours. Evidence included flow saturation, negative pulmonary artery placement signal waveforms and after a few hours, placement signal was unreliable losing flow indication. The heart team tried to wean support due to the risk of pulmonary embolism and unknown support level, however the patient¿s hemodynamics did not tolerate coming off of rp support. After visualizing clot in the right atrium (ra) near the inlet cage on trans-esophogeal echo (tee), the team elected to begin systemic tissue plasminogen activator (tpa) to break up the clot. After approximately 6-8 hours of systemic tpa, smart assist metrics returned, and patient support continued. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the thrombus issue and the saturated flow issue has been completed. The pump was returned for investigation. The pump passed all electrical testing. Biomaterial was found on the impeller, and the drift pattern (dp) sensor had no external damage. No issues were noted with the optical signal parameters. Biomaterial was flushed out before pump was tested for overnight flow testing. The pump was sent for 24-hour flow testing, during which a sensor drift pattern was observed in the flow test data, confirming the sensor drift issue. Data logs show a downward placement signal with psnr alarms and an upward trend in pump flow. Several suction alarms were reported with a spike in motor current during this event. This trend returned to normal after approximately 19 hours. Due to the dp sensor malfunction with ps drifting downwards, calculated flows are higher than expected. This is not indicative of true saturated flows but rather due to the dp sensor drift. Since flow is calculated based on the dp sensor reading, this saturated flow failure mode has been reclassified as placement signal issues. The cause of the placement signal issue was sensor drift. Without additional clinical details, the cause of the thrombus could not be determined. The instructions for use for the impella rp smartassist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿